Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower medication orders were entered in the electronic health record (ehr) were not available on the pyxis screen for medication removal. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) checked the med application and data synchronization logs again and found no errors. The system functioned as intended after technical support specialist investigated the device.